Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that he experienced a high blood glucose level of 597 mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump had broken reservoir tube lip and minor scratched display window.